Manufacturer narrative:
Additional information was received from the physician on (B)(6) 2010. The patient had a 3 year history of severe osteoarthritis as well as joint narrowing and osteophytes. The patient had no history of prior knee effusion and was not previously treated with nsaids or steroids. No effusion was collected prior to the synvisc injection given on (B)(6) 2010. The physician reported that the right knee became painful on (B)(6) 2010. The physician confirmed that the patient experienced right knee swelling, right knee effusion and inability to walk. It was reported that the patient was treated with aspiration of effusion and a follow-up injection (drug name not provided). The right knee pain, right knee swelling and inability to walk were assessed as severe in intensity. The right knee effusion was of unk intensity. The right knee pain, right knee effusion and inability to walk were assessed as probably related to synvisc while the right knee swelling was assessed as definitely related. As of the date of receipt of this report, the patient had recovered from the right knee pain, right knee effusion and inability to walk. The patient was reported to be recovered with sequelae from the right knee swelling. Additional information was received from the physician's assistant on (B)(6) 2010. The patient was treated with a cortisone injection on (B)(6) 2010 for the painful knee. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Right knee became painful [arthralgia]. Could not walk [abasia]. Right knee became swollen [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a patient, initials (B)(6). The patient had a history of osteoarthritis of the knee and previous synvisc treatment in the right knee about 6 months prior to this report. The patient received one injection of synvisc in the right knee on (B)(6) 2010. The patient stated that about 4 hours after the synvisc injection in the right knee, the knee became painful and swollen. The patient could not walk. The patient went back to the physician 2 days later on (B)(6) 2010 and had the right knee drained. The patient was still having pain in the right knee and planned to see the physician in 2 weeks.